Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer replaced the solenoid and reseated the bushing to repair the device. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation found the screws that attach the knuckle component to the post were over-torqued. This creates stress on the cross-section and can lead to the reported failure if there is excessive bumps or rough handling.